Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large clip applier instrument was analyzed and the reported issue could not be replicated. The instrument was placed and driven on an in-house system, it passed the recognition and engagement tests, moved intuitively with full range of motion in all directions. The grips opened and closed properly. Multiple clips were installed onto the grips with no issues. The instrument passed the clip test multiple times. The instrument was fully functional. No product issue was identified.

Manufacturer narrative:
Based on the claim against the product by the customer noting a clip application issue, an investigation is in progress to determine the cause of this reported event. A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. As such, the probable root cause cannot yet be determined based on the information provided. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted esophagectomy transthoracic - chest anastomosis surgical procedure, the large hem-o-lok clip applier instrument did not hold the clips. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter to confirm that the large hem-o-lok clip applier was inspected prior to use. There was no damage or anything out of the ordinary. The issue with the large hem-o-lok clip applier occurred during the surgery, when the surgeon attempted to clamp on a vessel or tissue bundle. The issue was related to unsuccessful clip application (e.g. Incomplete closure of clip). A purple hem-o-lok clip was used on the vessel/structure. The issue was resolved by using a backup instrument.